Event description:
It was reported that this device recorded an alert due to atrial automatic threshold detected as greater than the programmed amplitude or suspended. Presenting electrogram (egm) showed appropriate function, but there were brief atrial tachy response (atr) episodes showing oversensing. Additional information noted that multiple inappropriate anti-tachycardia pacing (atp) was delivered to convert an arrhythmia which were not successful. Subsequently an inappropriate shock was delivered due to oversensing noted on the presenting electrogram (egm). No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this device recorded an alert due to atrial automatic threshold detected as greater than the programmed amplitude or suspended. Presenting electrogram (egm) showed appropriate function, but there were brief atrial tachy response (atr) episodes showing oversensing. Additional information noted that multiple inappropriate anti-tachycardia pacing (atp) was delivered to convert an arrhythmia which were not successful. Subsequently an inappropriate shock was delivered due to oversensing noted on the presenting electrogram (egm). The patient attended the device clinic recently. The device function was revied and confirmed and the atp and shock were delivered in error due to morphology aberrancy of conducted atrial fibrillation (af). The physician prescribed further rate control medication and reprogramming the device to delivery therapy above 220 beats per minute only. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this device recorded an alert due to atrial automatic threshold detected as greater than the programmed amplitude or suspended. Presenting electrogram (egm) showed appropriate function, but there were brief atrial tachy response (atr) episodes showing oversensing. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device recorded an alert due to atrial automatic threshold detected as greater than the programmed amplitude or suspended. Presenting electrogram (egm) showed appropriate function, but there were brief atrial tachy response (atr) episodes showing oversensing. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this device recorded an alert due to atrial automatic threshold detected as greater than the programmed amplitude or suspended. Presenting electrogram (egm) showed appropriate function, but there were brief atrial tachy response (atr) episodes showing oversensing. No adverse patient effects were reported. The device remains implanted.